Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported recently having blood glucose levels of 22 mg/dl and 454 mg/dl. Customer reported seeing air bubbles in the tubing. Blood glucose level was 297 mg/dl at the time of the call. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.